Event description:
A customer contacted beckman coulter inc. (Bci) regarding a normal tsh result of 0.40uiu/ml generated by the unicel dxl 800 access immunoassay system for one patient's sample that was discordant to an alternate method which gave a result of 0.00. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample is serum that was collected in a rst tube and centrifuged for 3 minutes two times. Per customer, the sample appearance was cloudy. Qc was within the customer's established ranges prior to and after the event. All system checks met specifications. Service was offered but declined by the customer.